Event description:
During troubleshooting if an unrelated alarm, it was reported that the caller had changed out the cassette only and not the rest of the disposable supplies. The home patient (hp) was connected at the time of the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned a device analysis cannot be completed. A batch review of the lot number will be conducted. Also, a trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.